Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was no suction in the silicone bulb evacuator.

Event description:
It was reported that there was no suction in the silicone bulb evacuator.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone bulb evacuator. Visual inspection of the sample noted with (in house) drain attached applied negative pressure in reservoir of 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution return into the silicone bulb evacuator as intended. The device history record review was not required as the reported event was unconfirmed. The labeling review was not required as the reported event was unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.